Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage at biopsy channel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasound gastrovideoscope was leaking oily grey water when dry. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found missing silicon rubber at forceps cover. Should additional relevant information become available, a supplemental report will be submitted.